Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: 28-jul-2021 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, dev rtn to MFR? No, device mfg date: 17-feb-2020, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was suspected during deployment of the leadless implantable pulse generator (ipg) the patient pericardial effusion and perforation. The issue was noted post operatively. A drain was placed. Low r waves and high thresholds were also noted. The ipg remains in use. No further patient complications have been reported as a result of this event.